Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient returned to the hospital several hours after being discharged due to pain and was diagnosed with a pneumothorax. The patient reportedly had a chest tube placed to resolve the pneumothorax. On 21-oct-2021, intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the complaint: the physician reported that no tests were performed after this ion procedure and the patient was feeling fine so they were discharged. The patient reportedly went home and took a nap, upon waking up they felt chest pain and returned to the hospital. The patient was then given a chest x-ray and a pneumothorax about 50% of the volume of the hemithorax was identified. The patient was hospitalized for two days with a chest tube placed to help resolve the pneumothorax. The patient was never considered medically unstable and was discharged feeling well. The physician reported that they believe the ion system contributed to the pneumothorax because she was using the ion system to drive and take samples during this procedure. However, the physician reported that this event would have occurred via another modality and there was no ion system or product malfunction. The physician reported using a flexision biopsy needle during this procedure as well as an olympus biopsy needle. The physician could not recall what size flexision biopsy needle was used. The physician added that this biopsy was for a pleura-based mass and had a high risk of a pneumothorax. The patient had experienced a pneumothorax in the past (unknown date) with a CT-guided biopsy.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. System log review: the system logs were pulled for the ion system used during the procedure by an intuitive surgical, inc. (Isi) senior failure analysis engineer and the following was noted: no relevant errors were observed during this procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: the patient returned to the hospital several hours following an ion endoluminal lung biopsy procedure due to chest pain. The patient was diagnosed with a large pneumothorax which required a chest tube to be placed to help the patient recover. The patient was hospitalized for two days. Although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred, the cause of the pneumothorax is unknown. The physician explained that this event would have occurred via another modality and there was no ion system or product malfunction. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.